Event description:
Pt had to have another valve put in because this valve was recalled. Pt was asymptomatic. Cultures were taken and no organisms were seen. Reporter does not know if device was saved for evaluation (as per maude database).

Manufacturer narrative:
This pt had the device removed for unk reasons. According to the report, the pt was doing well. FDA and shelhigh never recalled the product. Given the hosp's account, the valve was found to be negative for any infection and was functioning normally. There is no reason for further action. The valve was not found to be faulty or infected, and was not returned for analysis.